Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The battery was replaced. The system was tested and is operating as intended.

Event description:
The customer reported that the 8800 system displayed a generator error message, and locked up. No patient injury was reported.